Event description:
Received an electronic report from a hemodialysis user facility who has reported a line separation from the arterial chamber and caused a blood loss. This hemodialysis user facility was contacted for additional info on this event to this pt. It was learned that this event occurred 15 minutes into the dialysis treatment. The incident resulted in approx 150-200 ml of blood loss to the pt. The blood line separated at the arterial chamber. The staff were able to return a small amount of blood back to the pt. Also reported was that there was no ill effect or further medical intervention that resulted from this event to this pt. The staff set up a new dialysis treatment set, the dialysis therapy was resumed and completed as ordered. The pt was then discharged to home once the therapy was completed. A sample is available for eval.